Event description:
While attempting to snare the polyp, the snare failed to close properly after it was already passed through the endoscope and in position around the polyp.what was the original intended procedure?gastric polypectomy.